Manufacturer narrative:
Product ID 3389s-40, lot # v514434, explanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # v514434, explanted: (B)(6) 2013, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v514434, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that the patient underwent placement of bilateral deep brain stimulators to help manage severe dystonia. The patient's condition worsened and his stimulators were turned off. The patient had problems with wound healing at the site of a stimulator. The patient underwent explant of a device systems (appeared only one system was explanted). Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's wound had actually "healed well". It was noted that the explant date was actually (B)(6)-2013. It was reported that the cause of the event was that device was no longer used. There were no symptoms. It was stated that the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2013. Product type: lead: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).